Manufacturer narrative:
Complaint no: (B)(4). Device evaluation: the reported condition of damaged battery alarm was confirmed during product evaluation. The root cause was depleted main batteries, the main batteries and battery harness were replaced to correct the reported condition. Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
Baxter (B)(4) product surveillance received a report that a colleague pump had battery issues. This condition has the potential to interrupt delivery. It was not reported at what stage the problem was noted; there was no reported patient injury or medical intervention. The device was repaired on-site. The user interface module software version is 6.63.92, categorized as remediated. No additional information is available.